Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. The trunk cable was severed and missing. Additionally trunk cable connector j702 on the distribution node pca was broken. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.